Event description:
Reporter alleged the customer took 30 units of humulin 70/30 before becoming disoriented and receiving a result of 61 mg/dl on the advantage system. Reporter stated she treated him with apple juice and glucose tabs. Reporter stated the customer received a result of hi (over 600 mg/dl) on the same system thirty minutes later. Reporter took him to the hospital were a result of 331 mg/dl was obtained on their system twenty-five minutes later and he was treated for hyperglycemia. The customer was hospitalized for 3 days. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.